Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, a separate reportable malfunction was noted: no image was displayed based on the results of the investigation, the reported error was attributed to the electrical connector contacts being shaved (degradation) and along with a damaged charge coupled device unit both failures contributed to no image display. However, a definitive cause for these could not be identified. It is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that communication error e216 occurred during service of the flex deflectable videoscope, and no image was displayed. There were no reports of patient involvement.